Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head doesn't seem to stay in place no way to click...click the head still moves up when on - oral-b device connection issue. Case narrative: consumer via chat stated that the oral-b toothbrush head did not stay in place on their oral-b pro 1000 toothbrush and there was no way to click it. Even when the oral-b toothbrush head clicked into place, the head moved up. No injury was reported.

Manufacturer narrative:
14-feb-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Brush head doesn't seem to stay in place no way to click. The head still moves up when on - oral-b [device connection issue]. Case narrative: consumer via chat stated that the oral-b toothbrush head did not stay in place on their oral-b pro 1000 toothbrush and there was no way to click it. Even when the oral-b toothbrush head clicked into place, the head moved up. No injury was reported. 28-dec-2022 case update: the suspect product was oral-b power power oral care refills crossaction eb50. The concomitant product lot was ca22830813 22978335g0. No injury was reported. 23-jan-2023 amendment from information initially received on 28-dec-2022: the concomitant product lot was 1ca22830813 22978335g0. No injury was reported. 15-feb-2023 case update from information initially received on 22-dec-2022: the suspect product lot was pc 2124. No injury was reported.